Event description:
It was reported that patient had a recurring incontinence with sling device. Patient underwent a surgical procedure to implant a new artificial urinary sphincter (aus). Sling device was not explanted.